Event description:
It was reported that the customer went to the emergency room and was hospitalized with a blood glucose level displayed as "high," although a specific value was not provided. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Customer was released on (B)(6) 2025 with no permanent damage.